Event description:
Caller reported that tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.